Manufacturer narrative:
Upon review of the alarm trace, sample aspiration (sample probe) errors were observed. These errors suggest possible poor sample quality. The investigation determined, the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. The customer ran precision, qc, and calibrations with acceptable results.

Event description:
The initial reporter received questionable ise results from the cobas 8000 cobas ise module (double). The reporter provided an example of discrepant results for 1 patient sample tested for ise indirect na, ci for gen.2: the initial sodium result was 168 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 90 mmol/l and the repeat result was 106 mmol/l. The repeat results were believed to be correct. The questionable results were not reported outside the laboratory. The electrode lot numbers were: na: d86 cl: y68 the expiration dates were asked for but not provided.